Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission (B)(6). The unit was received at the international service center for evaluation. The service technician confirmed the reported problem. Calibration was unable to be performed because touch screen was unresponsive. Touch screen was replaced and the event did not recur.

Event description:
The international customer reported the touch panel on the v60 vent was difficult to operate. The issue occurred during operational check prior to use, at biomed lab. The unit was replaced with alternative v60. The manufacturer's sales representative verified the duplication at the hospital with the biomed. There was no patient involvement.